Event description:
During baxter's eval of a device a keypad anomaly was present. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device eval found that the following keys are inoperable: #2, (.), #4, #5, #6, #7, #8, and #9 key caused by external influence. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #2 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 12 will be displayed, alphabetically: when the "abc" key is pressed, ad will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.